Event description:
The customer reported a problem with vertical motion. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the power supply. The system operates as intended.